Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. Transeptal puncture was performed. Then a watchman fxd curve access system (was)was advanced past the septum and attempted to be positioned in the left atrium (la). Imaging was difficult and all the structures could not be seen as usual the physician saw that the was not in the la and noticed a small effusion starting to grow. The transeptal puncture sheath and was were noted to have been in the pericardium. The procedure was aborted and a pericardiocentesis was performed.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. Transeptal puncture was performed. Then a watchman fxd curve access system (was)was advanced past the septum and attempted to be positioned in the left atrium (la). Imaging was difficult and all the structures could not be seen as usual the physician saw that the was not in the la and noticed a small effusion starting to grow. The transeptal puncture sheath and was were noted to have been in the pericardium. The procedure was aborted and a pericardiocentesis was performed. It was further reported that tenting of the septum was visible during the transeptal puncture, but in short-axis view there seemed to be "dropout" just posterior to where the tenting was observed . The physician did tent the septum prior to applying radiofrequency (rf). Only about 1-3mm of the wire was exposed when rf was applied. "Bubbles" were observed on transesophageal echocardiogram (tee) in the left atrium upon delivery of rf in the physician's interpretation of the la and the pigtail wire appeared to be advancing toward the left pulmonary veins based on fluoroscopy imaging. There was no suspicion of rf wire malfunction during the transeptal puncture.